Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) had migrated. The patient had an infection due to "excessive picking" the device remains in use. No further patient complications have been reported as a result of this event.